Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged punctured sheath was confirmed but the exact cause is unknown. The product return for evaluation was a ppicc solo 4fr microintroducer dilator/sheath. There¿s a large longitudinal split in the distal end of the microintroducer sheath. Microscopic examination of the sheath showed that the sheath split has no evidence of use and there is no evidence of the potential cause for the split in sheath. Insufficient evidence was observed to confirm the exact nature of the damage seen a lot history review (lhr) of reeu0677 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patient underwent PICC placement using the seldinger technique under ultrasound on (B)(6) 2021. The operator opened the package of the catheter and found that the introducer sheath was damaged. Therefore, a new kit of the catheter was opened for use. (B)(6) 2021: during evaluation a split was found on the device.